Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous and calcified left circumflex (lcx) artery. Following predilation, a 2.75x16mm promus element¿ plus drug-eluting stent was selected to treat the target lesion. The device was advanced in the left main to circumflex angulation but failed to cross the lesion. During retrieval of the device, the stent dislodged from the balloon and stayed on the ptca wire, floating into the aorta. Subsequently, a 12mm balloon was advanced to the distal part of the stent and inflated to 10 atmospheres. The stent was then removed from the patient's body, showing signs of strut disruption. The device was completely removed and the procedure was not completed as no further attempts were made to stent the lesion. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the complaint device balloon and was returned attached to a catheter balloon. The stent was the only component returned for analysis from the complaint device. The entire stent was damaged with the stent struts severely stretched at one end and bunched at the other end. The stent delivery catheter was not returned for analysis. Based on the type of damage evident, it is possible that the stent detached during withdrawal attempts while resistance was experienced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous and calcified left circumflex (lcx) artery. Following predilation, a 2.75x16mm promus element plus drug-eluting stent was selected to treat the target lesion. The device was advanced in the left main to circumflex angulation but failed to cross the lesion. During retrieval of the device, the stent dislodged from the balloon and stayed on the ptca wire, floating into the aorta. Subsequently, a 12mm balloon was advanced to the distal part of the stent and inflated to 10 atmospheres. The stent was then removed from the patient's body, showing signs of strut disruption. The device was completely removed and the procedure was not completed as no further attempts were made to stent the lesion. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).